Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had seizure, clocked slowed down and had to be programmed. Customer stated that the insulin pump alarm was not as loud. Customer stated that the insulin pump had unexplained random no delivery alarms. Customer stated that the insulin pump had blotches and oily rainbow effect on screen. Customer stated that the insulin pump had a louder rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.